Event description:
It was reported to boston scientific corporation that an implanted polaris loop stent was removed in a planned retrograde intrarenal surgery (rirs) procedure performed on (B)(6) 2018 . According to the complainant, the stent was implanted three weeks prior to the removal date. During withdrawal when they attempted to remove the stent , it was noticed that the loop was cut. The loop of the stent was attached at one end, and detached at the other. It was also reported that when the stent was first implanted, the loops of the stent were fine and intact. After the removal of the stent, there was no new stent implanted. There were no serious injury or adverse patient effects reported as a result of this event.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. The model number has been corrected. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Device problem code 4008 captures the reported event of the loop of the stent found torn during stent removal. A polaris loop stent was returned for analysis. A visual analysis of the returned device found that the catheter was returned damaged at its bladder side where the suture goes placed (the loop was found ripped/torn); consequently, confirming the reported complaint. It is important to mention that the suture was not present and not returned for analysis with the rest of the device.no other anomalies or damages were encountered it is most likely that the catheter has damaged due to some handling aspect, thereby causing the damage found (loop ripped/torn). The loop of the catheter was likely ripped by the suture, the failure found is consistent with one caused when suture is being pulled with excess of force and the damage was noted at the bladder side of the device specifically in the loop where the suture goes placed and the suture was not returned for analysis with the rest of the device. Therefore, a conclusion code of "cause traced to component failure" was assigned to this complaint since expected or random component failure without any design or manufacturing issue.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an implanted polaris loop stent was removed in a planned retrograde intrarenal surgery (rirs) procedure performed on (B)(6) 2018. According to the complainant, the stent was implanted three weeks prior to the removal date. During withdrawal when they attempted to remove the stent , it was noticed that the loop was cut. The loop of the stent was attached at one end, and detached at the other. It was also reported that when the stent was first implanted, the loops of the stent were fine and intact. After the removal of the stent, there was no new stent implanted. There were no serious injury or adverse patient effects reported as a result of this event.